Manufacturer narrative:
The scales were replaced, but did not reduce the problem of the weight change alarms. The customer continues to use the prismaflex machine, and there has been no report of additional complaints. The clinical investigator reported that floor vibrations were noticeable in certain areas of the ICU located on the 12th floor. Also noted having difficulty calibrating scales on the 12th floor, but able to do it immediately on 2nd floor. Also, construction was reported to be going on next to the hosp. No pt injury or illness reported as a consequence of this complaint.